Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation using carto vizigo¿ 8.5f bi-directional guiding sheath and an incident of electrode damage and patient bleeding occurred. After the ablation procedure, while removing the sheaths access site where the carto vizigo¿ 8.5f bi-directional guiding sheath was inserted, the site had some scratches believed to be caused from the sheath's electrodes being inserted. During removal of the carto vizigo¿ 8.5f bi-directional guiding sheath from the patient, the patient experienced bleeding requiring extra manual pressure at the groin due to irregular lesion size. Bleeding was described to be longer, +10 minutes than usual time. No surgical intervention needed at this time. Physician¿s opinion on the cause of this adverse event is bwi product design of exterior electrodes. During the procedure other issues were experienced with ultrasound (us) and contours not being displayed. The catheter was recognized and there was no error on the carto 3 system or the vivid iq, this was resolved by replacing the catheter. It was also reported that patch 5 suddenly appeared disconnected and without intervention the issue resolved. Case continued without further incident. These issues of not being able to map with due to ultrasound issue and the location pad (patch 5) issue are not considered to be MDR reportable malfunctions since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The issue of bleeding is begin reported as a serious injury and the issue of electrodes damages is being reported as a product malfunction.